Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, after powering on the glidescope video monitor and inserting the attached video laryngoscope into the patient's mouth, the screen was frozen. The user removed the video laryngoscope and cycled the monitor off and on. The device then worked as intended. No use of a backup device or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope spectrum smart cable was returned to verathon for evaluation along with the glidescope video monitor used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices but was unable to reproduce the reported image freezing issue. The customer's smart cable and monitor passed both visual inspection and functionality testing with no issues found. When connected to known, good, test verathon equipment, the cable provided a normal video and no issues arose when manipulating the cable or connection points. Upon completion of verathon's device evaluation, both the glidescope spectrum smart cable and glidescope video monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.